Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon had a problem with toric icl and reading icl. Additional information has been requested but none has been forthcoming.